Event description:
The customer reported that during a patient event, their device would not power on when prompted. The customer had responded to the patient who was complaining of neck pain and only required monitoring by the device. Once the reported device power issue occurred, the customer tilted the device back and the device powered on. Once the device was set flat, it lost power again. The customer indicated that there was no report of any adverse effects to the patient during this reported event.

Manufacturer narrative:
The customer reported to physio-control that after troubleshooting, the cause of the reported issue was determined to be the external usb data cable. After removing the data cable, proper device operation was observed through functional and performance testing. Neither the device or the usb data cable have been returned to physio-control for evaluation.